Event description:
Patient in or(operating room) 2 was having back surgery when the drill overheated. The surgeon was holding the drill and dropped it because it burned the surgeon's hand. It fell on the patient and the scrub person picked it up fast. When we took off the drapes, we discovered the patient had an abrasion. The surgeon is aware of the incident. The wound was dressed and reported. Surgeon did not believe it was a burn from the drill and continued with dressing placement. Central to leave the drill down for the vendor to check it. Manager made aware. Manufacturer contacted. Equipment/device removed fm service/sequestered.